Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Lacking any additional evidence, this complaint has been closed as unconfirmed.

Event description:
It was reported that cadd legacy pump was continuously beeping with nothing reading on the screen. No patient injury reported.